Manufacturer narrative:
D10 concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler, (lot# p5d0975) egiauxl, egiauxl endogia ultra univ xl stapler, (lot# p5d0975) egiauxl, egiauxl endogia ultra univ xl stapler, (lot# p5d0976) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot# n5e1434y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
T was reported that during the set-up for a primary laparoscopic sleeve gastrectomy, the universal stapler exhibited a silver shaft rotating at the connection to the white plastic handle, which was recognized as a faulty device. The scrub nurse then opened another handle, added the 60mm reinforced reload, and was unable to open the jaw of the reload after cycling. The scrub nurse tried another reload but same thing occurred, the jaw did not open after cycling then replaced the device using a third handle, after which no further issues occurred. The procedure was extended by approximately five minutes due to these issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d4 (lot#), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws did not open. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.